Manufacturer narrative:
(B)(4)-device evaluation: the cartridge was returned to animas and tested by product analysis on (B)(4) 2014 with the following findings: a visual inspection of the returned cartridge was performed. No damage or defects were noted. A fill test and a leak test were performed. The cartridge cycled and filled normally with no air bubble observed inside the cartridge during the fill test. No leak was observed at the lure connection, the o-ring, or any other places during the leak test. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Manufacturer narrative:
The cartridge has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a site/set/cart (air bubbles/leak) issue. Reportedly, air bubbles were observed in the cartridges. Review of filling techniques indicated that the cartridge instruction for use was followed. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.